Event description:
(B)(4). Initial info for this spontaneous case was received from a consumer on 17-sept- 2007: a female pt who received therapy with poly-l-lactic acid injectable (sculptra) approx 4 years ago in 2003 for cosmetic reasons stated that her lips are still "lumpy." No further relevant info was reported.

Manufacturer narrative:
Add'l info for sculptra (lot#/exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.